Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer there was a hole in PICC line. Additional information received 4/16/2024: it was reported "slow to flush PICC line. Dressing loosened to see better, clear leakage when flushing the catheter. PICC line is pulled and a hole about 10 cm into the tube is clearly seen. The patient was ok'd to go home and return for a new PICC line before her last treatment as it cannot be given peripherally."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and a circumferential kink impression with a longitudinal split was observed at the 8cm mark on the catheter body. A secondary circumferential kink impression was observed between the 4 and 5cm marks without a leak or split. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer there was a hole in PICC line. Additional information received 4/16/2024: it was reported "slow to flush PICC line. Dressing loosened to see better, clear leakage when flushing the catheter. PICC line is pulled and a hole about 10 cm into the tube is clearly seen. The patient was ok'd to go home and return for a new PICC line before her last treatment as it cannot be given peripherally."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer there was a hole in PICC line. Additional information received 4/16/2024: it was reported "slow to flush PICC line. Dressing loosened to see better, clear leakage when flushing the catheter. PICC line is pulled and a hole about 10 cm into the tube is clearly seen. The patient was ok'd to go home and return for a new PICC line before her last treatment as it cannot be given peripherally."